Manufacturer narrative:
Missing injection foot. No physical damage to cartridge holder, or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 extended. Unable to perform baseline and wireless functionality, displacement dose accuracy, leak test, and leadscrew reset torque test due to missing injection foot. Inpen passed front cap investigation. In conclusion: unable to verify alleged high bg. Unable to verify customer's complaint for difficult to dial/dose and leadscrew anomaly due to missing injection foot. A missing injection foot can cause inaccurate dosages. No insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of injection foot being damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced inpen was not delivering the right dosage and the screw was not moving and blood glucose went up high. The customer reported blood glucose value of 240 mg/dl was treated with manual injection/insulin pen. The event involved product(s) mmt-105elgyna. Troubleshooting was performed. Customer reported dose knob/dial difficult to turn. Inpen replacement initiated. No further patient complications were reported. The customer will discontinue the use of the inpen and revert to a backup plan per healthcare professional instructions. Mmt-105elgyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.